Manufacturer narrative:
Investigation included customer interview, device-use review, and troubleshooting of infusion and connection steps. Investigation of this case revealed no confirmed device malfunction, with a possible infusion or set/connection issue that could not be verified. It was concluded that the cause of the hyperglycemia was unclear and that the event resolved with standard troubleshooting and pending supply replacement. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Event description:
It was reported that a user of the ilet system experienced sustained high glucose readings after the device displayed ¿unable to proceed¿ when attempting a meal announcement; the user subsequently disconnected and reconnected as instructed, primed until drops were visible, confirmed connection on the ilet screen, and later was advised to change all disposable supplies when available while using a contact detach 23 in 6 mm infusion set with a libre 3 plus sensor. Symptoms included hyperglycemia without associated clinical signs. Outcomes included no injury, no medical intervention beyond troubleshooting, and no hospitalization. Investigation included customer interview, device-use review, and troubleshooting of infusion and connection steps. Investigation of this case revealed no confirmed device malfunction, with a possible infusion or set/connection issue that could not be verified. It was concluded that the cause of the hyperglycemia was unclear and that the event resolved with standard troubleshooting and pending supply replacement. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.